Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: this report is for unknown synthes cslp, unknown quantity, unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: stulik j., et al (2007). Fusion and failure following anterior cervical plating with dynamic or rigid plates: 6 months results of a multi-centric, prospective, randomized, controlled study. (B)(4). The purpose of the study was to evaluate the efficacy of anterior cervical discectomy and fusion (acdf) procedures when comparing the use of abc dynamic plates to rigid cervical spine locking plates (cslp) . The study was completed between (B)(4) 2003 and (B)(4) 2004 and consisted of 132 patients (60 males, and 72 females), split into two groups. The mean age for the study group was 50.1 and 49.5 for the control group. Complications reported were as follows: one patient had a surgical plate break. This is report 1 of 1 for (B)(4). This report is for an unknown cslp device. This is related to the patient with a broken cslp plate.